Event description:
It was reported that pump displayed malfunction code 9 with no notable events prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred.